Event description:
It was reported that the patient underwent a posterior lumbar fusion procedure at l5-s1 using rhbmp-2/acs on (B)(6) 2011. Patient 's post-operative period was marked by severe pain. Imaging studies ultimately showed that the patient developed uncontrolled bone growth and resulting nerve compression at the implant site from the (B)(6) 2008 surgery. As a result, patient is required to undergo a revision surgery to attempt to remove the bmp-induced bone overgrowth. Patient now suffers from injuries including bone overgrowth causing nerve compression, chronic pain and radiculitis, and emotional distress and mental anguish.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4)

Event description:
(B)(6) 2011: the patient presented for a follow-up visit with new CT and MRI. Patient complained of burning pain in his inguinal region as well as midline of spine and his lower back with weakness in left lower extremity as well as numbness. Assessment: lumbar spondylosis. (B)(6) 2011: the patient presented for an office visit with complaints of constant and fluctuating back pain. He reported that he fell twice that month. It was decided by the physician that surgery had not been in his interest at that point. (B)(6) 2012: the patient presented for an office visit with complaints of constant and fluctuating back pain. Severity level was moderate-severe. Symptoms got aggravated by physical activity. The patient reported an unchanged pain pattern with fluctuating intensity. Patient continued to have weakness in his knees. (B)(6) 2012: the patient presented for an office visit with complaint of unbearable pain which had interfered with his ability to function and requested for a surgery. Pain was across lower back that radiated down both of his thighs to his knees. (B)(6) 2012: the patient presented with complaint of pain and weakness and atrophy in his leg. Assessment: postlaminectomy syndrome. Severe multilevel foraminal stenosis l2-3, l3-4, l4-5, l5-s1. Multilevel lumbar radiculopathy; multilevel bilateral left greater than right quadriceps. Antalgic gait. Disc space collapse multiple levels l2-3, l3-4, l4-5, l5-s1. (B)(6) 2012: patient underwent MRI of the lumbar spine with and without contrast. Impression: moderate to large right lateral disc herniation at l5-s1, moderate-sized left lateral disc herniation at l4-5, moderate left lateral disc herniation at l3-4, diffuse central disc bulging at l2-3 with desiccation of the disc at this level, diffuse central disc bulging at l1-2 with desiccation of the disc at this level, moderate lumbar scoliosis convex to the right. (B)(6) 2012: the patient presented for a visit with complaint of persistent back pain, now radiating into his legs and hips from time to time. Patient's x-rays of both hips were also unremarkable. (B)(6) 2012: the patient underwent MRI of lumbar spine due to his hip and back condition which revealed multilevel disc herniation and stenosis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 1985: the patient underwent x-ray of chest. Normal (B)(6) 1988: the patient underwent bilateral vasectomy. On (B)(6) 1990: the patient underwent x-ray of left wrist and left shoulder. Impression: normal (B)(6) 1991: the patient presented with intra rectal mass. On (B)(6) 1991: the patient underwent excision rectal mass. On (B)(6) 1992: the patient presented for a follow up. On (B)(6) 1992: the patient underwent x-ray of cervical and lumbar spine. Impression: normal cervical spine. Minimal scoliosis in the lumbar spine. On (B)(6) 1993: the patient presented with cold symptoms in his chest with thick green productive sputum and hoarseness. Assessment: bronchitis/otitis. On (B)(6) 1995: the patient presented for office visit. Assessment: pruritus. On (B)(6) 1996: the patient underwent x-ray of lumbar spine due to low back pain. Impression: small degree of scoliosis. On (B)(6) 1997: the patient for office visit. Assessment: suspected herniated disc at l5, s1 level. On (B)(6) 1997: the patient underwent MRI of lumbar spine due to disc herniation. Conclusion: diffuse lumbar spondylosis, associated with degenerative disc disease at multiple levels and mild to moderate posterior annular bulge at multiple levels; a moderate diffuse anterior bulge at l1-2 level; a small focal central disc herniation is suggested at l5-s1 level; some degree of biolateral and left foraminal compromise at the l4-5, l50-s1 and l2-3, l3-4 levels, secondary to bukging annuli and spondylotic changes. On (B)(6) 1997: the patient underwent MRI. Impresion: herniated nucleus pulposus, lumbar spine. On (B)(6) 1997: the patient presented with changing moles. Impression: upper truncal lesions consistent with dysplastic nevi. On (B)(6) 1997: the patient underwent excision of lesions, right mid back, central upper back and right upper back. On (B)(6) 1998: the patient presented with chest pain and pressure due to injury. The patient underwent x- ray of chest. Impression: normal. On (B)(6) 1998: the patient presented with palpitations and chest pain. On (B)(6) 1998: the patient underwent x ray of chest. On (B)(6) 1998: the patient underwent x-ray of chest. Normal. On (B)(6) 1999: the patient presented with sore throat. Assessment: persistent pharyngitis. On (B)(6) 1999: the patient presented for office visit. On (B)(6) 1999: the patient presented with injury in left index finger. Conclusion: nondisplaced chip fractures at the bases of the middle and distal phalanges. On (B)(6) 1999: the aptuient presented with left index finger pain. Diagnosis: fractured left index finger, distal phalanx. On (B)(6) 1999: the patient presented with sinus congestion. Assessment: probable sinusitis which is persistent. On (B)(6) 1999: the patient underwent MRI of lumbar spine. Impression: there is a moderate sized central and left posterolateral disc herniation at l5-s1 with moderate ventral effacement of the left s1 nerve root; there is diffuse central disc bulging at l4-5, l2-3, and l1-2. On (B)(6) 1999: the patient underwent x-ray of left shoulder. Impression: rotator cuff tear versus labral tear especially either superior labrum such as slap lesion or possibly anterior/inferior labral injury such as bankart lesion. On (B)(6) 1999: the patient presented for a follow up. Assessment: persistent pharyngitis. On (B)(6) 1999: the patient presented for a follow up. On (B)(6) 1999: the patient presented with pre-op diagnosis: rule out rotator cuff tear left shoulder; rule out labral tear left shoulder. Procedure: arthroscopic debridement of the partial tear of the rotator cuff and synovectomy. Arthroscopic repair of the superior labrum using suretek suture anchoring device. Arthroscopic anterior- inferior labral repair using a suretek anchoring device. On (B)(6) 2000: the patient presented with pulling and clicking sensation in the shoulder. On (B)(6) 2000, (B)(6) 1999: the patient presented for a follow up. On (B)(6) 2000: the patient presented for a follow up on his left shoulder due to mva. On (B)(6) 2003, (B)(6) 2002, (B)(6) 2000, (B)(6) 1999, (B)(6) 1998: the patient presented for a follow up. On (B)(6) 2003: the patient underwent MRI of lumbar spine. Impression: there is a moderate sized central and left posterolateral disc herniation at l5-s1 which based on the prior report; there is diffuse central disc bulging at l4-5, l3-4, l2-3, l1-2. On (B)(6) 2003: the patient presented with preop diagnosis: l5-s1 herniated disk, right. The patient underwent: l5-s1 microdisckectomy, right. The patient underwent x-ray of lumbar spine due to disckectomy. Impression: surgical instrument at the l5-s1 level posteriorly. On (B)(6) 2003: the patient presented for a follow up. On (B)(6) 2005, the patient presented with knee injury. On (B)(6) 2005, the patient presented for diagnostic test and treatment evaluation (B)(6) 2005, patient reported bilateral knee pain after falling from 4 rungs of ladder. Patient underwent x-ray of both knees which did not showed any abnormalities. On (B)(6) 2005, patient presented for follow-up on knees. MRI showed medial meniscus tear and slight joint effusion in left knee, also meniscal fragment may be displaced in intercondylar notch area and tear of medical meniscus posterior half in right knee. On (B)(6) 2005, patient underwent following procedure for pre-op diagnosis of medial meniscus tear left knee: arthroscopy left knee and arthroscopic partial medial meniscectomy; arthroscopic partial lateral meniscectomy; arthroscopic chondroplasty, patella and joint debridement. Post-op diagnosis: degenerative tear of medial meniscus, left knee; discoid lateral meniscus, left knee; grade 3 chondral lesion, patella. No complications were reported during the procedure. On (B)(6) 2005, patient presented for post-op follow-up. On (B)(6) 2005. Patient presented for follow-up 3-1/2 weeks post-op. Patient reported soreness. On (B)(6) 2005: patient presented for follow-up tow months post knee surgery. Patient reported pain while kneeling down. On (B)(6) 2006: the patient underwent lipid panel triglycerides cholesterol test. On (B)(6) 2006: the patient underwent abdomen sonogram complete due to abdominal pain. Impression: pancreas was unfortunately obscured by bowel gas. ¿ abdomen sonogram otherwise normal. Patient underwent abdomen radiographic study. Impression: unremarkable abdominal gas pattern. On (B)(6) 2007, patient reported sore and swollen right leg. On (B)(6) 2007 the patient underwent x-rays of the right foot. Impressions: mild soft tissue swelling with no fracture or subluxation. On (B)(6) 2007, the patient was here for his right shoulder examination. He was experiencing pain. He revisited the facility on (B)(6) 2007 for evaluation and MRI. On (B)(6) 2007: the patient presented with complaint of swollen and sore right leg. On (B)(6) 2007: the patient underwent x-ray of right foot injury with pain and swelling. Impression: mild soft tissue swelling with no fracture or subluxation. Patient also underwent bilateral lower extremity doppler venous exam. Impression: no deep vein thrombosis of the bilateral lower extremities. On (B)(6) 2007, the patient was admitted with preoperative diagnosis ¿ right rotator cuff tear. Specimen was taken for pathological examination. On (B)(6) 2007, patient presented post op his arthroscopic surgery, labral repair. On (B)(6) 2007, the patient presented for x-ray evaluation (B)(6) 2008, patient presented for follow up. Improvement is observed in his injury /surgery. On (B)(6) 2008, patient presented for clinic visit. On (B)(6) 2009: the patient underwent excision lesion l lower eyelid (B)(6) 2009: the patient admitted with diagnoses of neoplasm of uncertain behavior of skin. On (B)(6) 2009, patient presented for follow-up on pain in left shoulder and neck. On (B)(6) 2009, patient presented for medicine refill and address update. On (B)(6) 2009 the patient underwent MRI of the cervical spine. Impressions: c3-4, there is a central disc herniation which abuts the ventral thecal sac. There is mild central canal stenosis without foraminal narrowing; c5-6 there is a central disc herniation which indents the ventral thecal sac. There is mild central canal stenosis without neural foraminal narrowing; c6-7, there is a central and left paracentral disc herniation which extends cephalad to the disc apce and within the left neural foramen. There is thecal sac impingement with mild to moderate central canal stenosis and moderate left neural foraminal narrowing (B)(6) 2009, the patient had MRI scan of cervical region. Left herniation was indicated at c6-7. Physical examination had confirmed pain during movement in cervical spine. X-rays of cervical spine show a slight loss of lordosis and minimum degenerative changes in the disc spaces. On (B)(6) 2009, the patient presented with cervical spine herniated nucleus pulposus (hnp) his pain is constant both at rest and with activity. Patient experienced neck pain while sitting at computer and complaint of sleeping disorder. On (B)(6) 2009: the patient presented for an office visit due to injury. On (B)(6) 2009: patient felt sudden severe back pain, acute numbness and tingling radiating down his left leg, left quad weakness and left leg sciatica. On (B)(6) 2009: patient was injured in accident. Accident was a traumatic injury resulting from moving heavy furniture and debris while at a house fire. On (B)(6) 2009: patient presented with lower back pain with left quad weakness. Patient underwent MRI of the lumbar spine. Impression: acute severe progressive left l3-4 radiculopathy. Assessment: positive for left leg weakness and numbness. On (B)(6) 2009 : the patient was diagnosed for lumbago. Patient underwent MRI of the lumbar spine. Impression: moderate ¿sized central and left posterolateral disc herniation at l5-s1 with moderate ventral effacement of the thecal sac; moderate ¿sized central and left posterolateral disc herniation at t12-l1; left posterolateral and left lateral disk herniation at l4-5 with moderate narrowing of the left lateral neural foramen; moderate ¿sized central and left posterolateral disc herniation at l3-4 with moderate narrowing of the left lateral neural foramen; small central disc herniation at l2-3. On (B)(6) 2009 the patient presented with complaints of lower back pain with left quad weakness. The patient underwent MRI of lumbar spine. Impression: acute severe progressive left l3-4 radiculopathy. The patient was diagnosed for unspecified backache and displacement lumbar disc w/o myelopathy. Patient presented for follow-up on neck and back injury. On (B)(6) 2010: the patient went for an office visit due to pain in his back, numbness and weakness in his left leg. . Impression: patient is demonstrating a clear l3 and l4 radiculopathy from nerve root compression. His films show scoliosis with concavity on the left side. On (B)(6) 2010: the patient went for follow up for preop visit was diagnosed for displacement lumbar disc w/o myelopathy. The patient underwent x-ray of chest pa and lateral. Impression: no acute disease seen. On (B)(6) 2010: the patient underwent x-ray of chest lateral view. Impression: no acute disease seen. On (B)(6) 2010: the patient underwent l3-4 and l4-5 diskectomy. Preop: l3-4 and l4-5 herniated nucleus pulposus. Procedure: l3, l4and l5 diskectomies and left l3-4 foraminotomy perop: he was placed in a prone position on a wilson frame. All pressure points were padded. The lumbar region was shaved, prepped, and draped in the standard fashion. An incision was made from the top of l3 to the bottom of l5 and carried down through the subcutaneous tissue. A subperiosteal dissection was performed on the left side to the facet joints. Deep retractors were applied. Hemilaminectomy was performed at l4. The inferior portion of l3 was removed as was the superior portion of l5. The disk spaces of l3-4 and l4-5 were identified. There was a very large herniated disk at l3-4 that was protruding out into the foramen. An l4-5 diskectomy was performed as well but a less extensive foraminotomy was performed. The patient underwent lumbar spine x-ray single lateral view. Impression metallic indicator directed towards the l4 vertebral body. The patient underwent lumbar single. Findings: a herniated disc at l3-4; neural foramen adequately decompressed with ability to pass nerve hook into foramen easily at l3-4; good compression l3-4. Final diagnosis: benign fibrocartilage with nyxoid degenerative change consistent with disc tissue. On (B)(6) 2010, patient reported neck pain and presented for follow-up on back surgery. Patient reported numbness in left leg. On (B)(6) 2010 the patient underwent x-ray ap, lateral of lumbar spine. On (B)(6) 2010 the patient was diagnosed for l3-l4 and l5 disk herniation. Currently the patient is complaining of a dull ache across his low back area with numbness in the right anterior thigh and pain in the ankle. Also ahs lower extremity weakness, a burning sensation in the left knee and pain in the ankle as well. , impression: status post lumbar discectomy and foraminectomy with residual pain radiating symptoms including left lower extremity weakness with atrophy. On (B)(6) 2010: the patient presented for follow-up. His MRI demonstrated decompression medially, but still had neural foraminal stenosis, associated with a scoliosis as well. Impression: continued quadriceps weakness. On (B)(6) 2010, (B)(6) 2011, (B)(6) 2012, (B)(6) 2013, (B)(6) 2014: patient presented with back pain. The problem was fluctuating and location of pain was lower back and gluteal area. There was radiation of pain to the right posterior thigh and left ankle, right ankle, left posterior thigh, left calf, right calf and intermittent. Patient described pain as an ache, sharp, stabbing and burning. Assessment: postlaminectomy syndrome of lumbar region; lumbar radiculitis; low back pain. On (B)(6) 2010: the patient visited the office to take a second opinion on his back problems. The patient also underwent an MRI which revealed diffuse degenerative disk disease in all lumbar levels. There was severe foraminal stenosis at l3-4 and minor stenosis at the other levels. He complained of difficulty in walking and had difficulty performing work and other activities. He also complained of extreme body pain. On (B)(6) 2010 the patient was diagnosed for l3-l4 and l5 disk herniation. Currently the patient is complaining of a dull ache across his low back area with numbness in the right anterior thigh and pain in the ankle. Also had lower extremity weakness, a burning sensation in the left kneeand pain in the ankle as well. , impression: status post lumbar discectomy and foraminectomy with residual pain radiating symptoms including left lower extremity weakness with atrophy. On (B)(6) 2010 the patient was diagnosed for left knee medial meniscus tear. Physical examination, suggests significant weakness in the quads, and significant weakness on exertional exam. There is medial joint line tenderness. He has numbness over the anterior aspect of the thigh and the knee. X-rays of the left knee are unremarkable with no arthritic changes noted and no previous or acute fractures. Assessment: rule out left knee internal derangement. On (B)(6) 2010 the patient underwent MRI of left knee w/o contrast. Impression: probable grade iii tear posterior horn medial meniscus to the inferior articular surface; chondromalacia of the medial patellar facet. On (B)(6) 2010 the patient was presented for office visit with weakness in the left leg when he ambulates. Assessments: possible medial meniscus tear. On (B)(6) 2010: the patient presented with chief complaint of low back and lower extremity pain. Patient also had numbness along the anterior thigh on his right side and the left medial aspect of his thigh. Patient also reported of weakness in his left quadriceps and used cane for ambulation. Impression: low back pain, lumbar radiculopathy, status post l3-4 and l4-5 discectomy and l5-s1 discectomy in 2001. On (B)(6) 2010 the patient underwent: left l4/5 transforaminal selective nerve root injection under fluoroscopy; left s1 transforaminal selective nerve root injection under fluoroscopy. On (B)(6) 2010 the patient came for an office visit due to back pain radiating to the right posterior thigh, left ankle, right ankle, left posterior thigh, left calf, right calf and intermittent. Assessment: post laminectomy, lumbar; lumbosacral radiculitis; pain- low back. On (B)(6) 2010 the patient was diagnosed for lumbar radiculopathy. The patient underwent: l4/l5 transforaminal selective nerve root injection under fluoroscopy; left s1 transforaminal selective nerve root injection under fluoroscopy. The patient tolerated the procedure well. No complications reported. On (B)(6) 2010, (B)(6) 2011 the patient was diagnosed for left knee medial meniscus tear. The patient has had chronic low back problems. On (B)(6) 2010, patient presented for follow-up. Patient also underwent MRI. Impressions: lateral neural foraminal stenosis, associated with a scoliosis and disc herniation at l3-4. On (B)(6) 2010: the patient was clinically assessed due to work related injury. Diagnoses: low back pain, lumbar radiculopathy. Patient came for an office visit due to back pain radiating to the right posterior thigh, left ankle, right ankle, left posterior thigh and numbness left leg. Assessment: post laminectomy, lumbar; lumbosacral radiculitis; pain- low back. On (B)(6) 2010 the patient was diagnosed for low back pain, lumbar radiculopathy. On (B)(6) 2010 as per medical records, the patient has numbness in the left lower extremity. He had tingling in the feet and ankles. Patient presented for follow-up. Patient reported pain and weakness in lower extremities. On (B)(6) 2010 the patient came for an office visit due to back pain radiating to the right posterior thigh, left ankle, right ankle, left posterior thigh, left calf, right calf, left foot and right. Assessment: post laminectomy, lumbar; lumbosacral radiculitis; pain- low back. On (B)(6) 2010 the patient came for an office visit due to back pain radiating to the left calf, right calf, left foot. Assessment: post laminectomy, lumbar; lumbosacral radiculitis; pain- low back. On (B)(6) 2010, (B)(6) 2011 the patient came for a follow-up regarding his left knee condition. The patient has lumbosacral djd which is rather severe. Assessment: left knee medial meniscal tear. On (B)(6) 2010 the patient came for an office visit due to back pain radiating to the right posterior thigh, left lateral thigh, left ankle, right ankle. Assessment: post laminectomy, lumbar; lumbosacral radiculitis; pain- low back. On (B)(6) 2010 the patient came for an office visit due to back pain radiating to the right posterior thigh, right ankle. Assessment: post laminectomy, lumbar; lumbosacral radiculitis; pain- low back. On (B)(6) 2011 the patient came for an office visit due to back pain radiating to the right posterior thigh. Also around the gluteal area. Assessment: post laminectomy, lumbar; lumbosacral radiculitis; pain- low back. On (B)(6) 2011 the patient came for an office visit due to back pain radiating to the left posterior thigh. Assessment: post laminectomy, lumbar; lumbosacral radiculitis; pain- low back. On (B)(6) 2011 the patient presented with the following pre-op diagnosis: left knee fat pad impingement; plica syndrome; patellofemoral chondromalacia. The patient underwent: left knee arthroscopic synovectomy and chondroplasty. The patient tolerated the procedure well. On (B)(6) 2011 the patient came for an office visit due to back pain and left hip pain radiating to left lateral thigh and left calf. Assessment: post laminectomy, lumbar; lumbosacral radiculitis; pain- low back. On (B)(6) 2011 the patient came for an office visit due to back pain radiating to the right posterior thigh, right ankle. Also around the gluteal area. Assessment: post laminectomy, lumbar; lumbosacral radiculitis; pain- low back. On (B)(6) 2011 the patient came for an office visit due to back pain radiating to the right posterior thigh, left ankle. Assessment: post laminectomy, lumbar; lumbosacral radiculitis; pain- low back. On (B)(6) 2011 the patient came for an office visit due to back pain radiating to the right posterior thigh and left posterior thigh. A ssessment: post laminectomy, lumbar; lumbosacral radiculitis; pain- low back. On (B)(6) 2011 the patient came for an office visit due to back pain radiating to the left posterior thigh. Also around the gluteal area. Assessment: post laminectomy, lumbar; lumbosacral radiculitis; pain- low back. On (B)(6) 2011 the patient came for an office visit due to back pain radiating to the left anterior thigh and left posterior thigh. Also around the gluteal area. Assessment: post laminectomy, lumbar; lumbosacral radiculitis; pain- low back. On (B)(6) 2011 the patient came for an office visit due to back pain radiating to the right posterior thigh and left posterior thigh. Also around the gluteal area. Assessment: post laminectomy, lumbar; lumbosacral radiculitis; pain- low back.